Manufacturer narrative:
The product analysis indicates that the reported issue was confirmed. The one-minute pre-repair temperature test results are as follows: a 119f at the rear, 120f at the middle, and 122f at the nose. Overheating was due to corroded motor and bearings on the device. The device was repaired, tested, and passed to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperative, the handpiece was overheating and making a loud noise. There was no patient impact or injury.